Manufacturer narrative:
Taper ii. Medwatch report sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Further info from the rptr regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of a leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt reported an alleged leak with a lap-band access port tubing. The port was explanted because the tubing was "cracked." The leak was determined by a fluoroscopy examination. The port was replaced.